Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the backlight harness not being fully connected to a connector on the digital board. The backlight harness was replaced to remedy the report. It is unknown how the cable became disconnected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.